Event description:
Leica biosystems received a complaint that tissue in approximately 230 blocks appeared to be unfixed following processing. During a customer care visit on (B)(4) 2014, a leica sales account executive (sae) was advised by the complainant that a user error had occurred during manual replacement of a reagent prior to commencement of the affected processing run, which was identified as the ¿factory 6 hr xylene standard¿ protocol started in retort a at 20:15 on (B)(6) 2014. The complainant indicated that the reagent concentration of a bottle, which had been re-filled with 70 percent ethanol, had been set as 100 percent ethanol in error. On (B)(4) 2014, a leica field support specialist (fss) attended the laboratory in order to obtain further information regarding the circumstances involved in this complaint, and to provide applications support. The fss offered to provide user training, which was declined; and the complainant advised that all tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
Bottle 4 (ethanol) was removed from the instrument for six minutes at 18:58 pm on (B)(4) 2014, which is sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100 percent in this instance); and reset the number of cassettes processed and the number of cyclers and days to zero. Information provided by the laboratory indicates that prior to commencement of the protocol from which sub-optimal tissue processing was reported, a user had replaced the reagent in bottle 4 with 70 percent ethanol and set the concentration to 100 percent. Bottle 4 (ethanol) was then used for the final dehydration step of the protocol from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is (B)(4) percent. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal processing. The root cause for the sub-optimal tissue processing reported was a use error, which occurred during the replacement of ethanol in bottle 4 completed prior to commencement of the protocol from which sub-optimal tissue processing was reported.